Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultramini meter was displaying a low batter indicator. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 12pm on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient continued to take their usual medication in response to the reported issue. The patient denied developing any symptoms. The patient reported going to the emergency room (ER) where they were treated with IV fluids. The patient did not provide any blood glucose readings from the ER. At the time of troubleshooting the cca determined that the battery needed to be replaced. The patient did not have a battery available to confirm the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lifescan¿s criteria for a serious injury reportable adverse event after the alleged product issue began.